Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled "do techniques for hill-sachs remplissage matter in terms of functional and radiological outcomes?" The study reviewed twenty (20) patients who underwent shoulder procedures using arthrex corkscrew to treat glenohumeral instability. One (1) patient had shoulder instability during the forty-three (43) month follow-up period. Ref: pulatkan, a., et al. (2021). "Do techniques for hill-sachs remplissage matter in terms of functional and radiological outcomes?" Orthop j sports med 9(6): 23259671211008152.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.